Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgment outside patient occurred. During preparation, when the protector sheath of a 2.25mmx28mm synergy¿ drug-eluting stent was removed, the stent got dislodged. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system (sds) was returned for analysis. The stent had detached from the balloon and was returned for analysis. A visual examination of the crimped stent found that the first 5 proximal rows which were covered by the stent protector were intact and stent damaged was mostly visible in the centre of the stent with struts distorted and stretched and lifted from the stent profile. The last 3 distal rows showed no signs of damage. The maximum crimped stent profile, crimp temperature and the crimp duration for the device are within the specified range. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the balloon wall, indicating that a full crimp was achieved between the stent and balloon. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple slight kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section of the shaft polymer extrusion profile found a mid-shaft kink at 110mm proximal of port entry site. The bi-component bond showed no signs of damage or strain. This type of damage is consistent with excessive tensile forces being applied to the delivery system during handling. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgment outside patient occurred. During preparation, when the protector sheath of a 2.25mmx28mm synergydrug-eluting stent was removed, the stent got dislodged. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.